Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall 2019 mechanism assy- misalignment unexpected return- 07/30/2019 10:22:43 crisleivy pena (crpena) npi not confirmed unit received unexpectedly fedex tracking # 9612018511439200040782 please note: unit is not marked received/prcd until npi is confirmed for repairs and/or additional information is received/confirmed by customer 08/08/2019 13:41:37 crisleivy pena (crpena) unit is affected by lvp 2019 bezel post recall per sandy mcdonald //sandra.j.mcdonald@bd.com. 08/09/2019 08:54:55 arjie ancheta (aranchet) 1001901771390004603700457111892161.